Manufacturer narrative:
The reported event consists of to major aspects: a) unavailability of volume-controlled ventilation modes and b) increased peep level. For investigation of both, a log file evaluation was carried out. Additionally for b), a laboratory simulation and on-site follow-up testing was performed. It could be determined that the flow sensor calibration step during the system test failed on the respective day due to instable conditions. The device displayed messages for remediation but the test was canceled by the user and not repeated. The failed calibration was clearly depicted with warning messages on the screen. The following leakage tests of the airway system that were carried out do not include the calibration of flow sensors in their scope. Confirmation for presence of the second aspect, high peep was found in the log as well. After switching from manual to pressure-controlled mode, an "airway pressure high" situation occurred with peep at 10mbar despite the setting was 5mbar. This could be reproduced in the manufacturer's laboratory by provoking a sticking of a valve drive. Due to sporadic nature this could not be duplicated with the concerned device on-site but the functional unit had been replaced as a preventive measure. The first aspect was caused by user error due to not having responded to a failed flow sensor calibration: if the flow sensor calibration fails and the user decides not to repeat it, the volume-controlled modes and auto flow are unavailable. This is indicated by the standby screen message "operational with limitations"; the unavailable modes are highlighted. If a sporadic sticking of the respective valve drive occurs the inspiration strokes may be lowered by the device automatically to keep the pressure constant. This is accompanied by alarms. The peep level is limited by the apl valve setting and, if a peep of 5mbars above the set value is measured, a "peep high" alarm will be posted. The occurrence rate of such issues with sticking valves in the field is very low. Dräger finally concludes that the device has responded to both error conditions as specified, initiated the embedded countermeasures and posted the corresponding alarms. Beyond the prolongation of the procedure, no patient consequences have been reported.

Event description:
Please see initial MFR. Report no. 9611500-2016-00046.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the user was not able to use volume ventilation as flow sensor calibration was needed and tidal volume/mv could not be measured. The user reportedly tried to use pressure control ventilation but the peep was measured to around 12, although set to 6 mbar and the pressure was not attained. The patient reportedly was ventilated manually. Due to this situation the operating room needed to be changed and the narcosis time was prolonged.